Event description:
Plaintiff alleges the development of a latex allergy after repeated exposure to latex gloves. Further alleges that as a result of the exposure, she has become sensitized to latex and is now subjected to increased health risks and may no longer work as a medical technologist in any medical facility. In addition, she is subject in the future to one or more anaphylactic reactions and has suffered substantial injury, plaintiff's husband, alleges loss of consortium of his wife.